Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07249. It was reported that partial stent deployment, stent elongation, stent fracture, and delivery system removal difficulty occurred. The 100% stenosed target lesion was located in the highly tortuous and mildly calcified superficial femoral artery (sfa). The bifurcation was noted to be very tortuous. Following pre-dilation, a 7x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced contralateral over a .018 non-bsc guide wire and stent deployment was initiated. After approximately 2cm of the stent was deployed, a strong resistance was felt with the deployment mechanism. The physician pulled back on the delivery system with resistance resulting in the stent elongating and approximately 1/3 of the stent fracturing in the proximal sfa. A non-bsc stent was used to fix the fractured eluvia stent in the anatomy. The physician then changed the guide wire to a .035 non-bsc guide wire and another 7x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced to the sfa and stent deployment initiated. After approximately 1/3 of the stent was deployed, a strong resistance was felt with the deployment mechanism and the handle broke. The physician pulled back on the delivery system with resistance resulting in the stent elongating and approximately 5cm of the stent fracturing in the sfa. A non-bsc stent was used to fix the fractured eluvia stent in the anatomy. The procedure was completed with a different device. There were no further patient complications and the patient condition was reported as good.

Manufacturer narrative:
Corrected: device lot number from 19177681 to 20468921. Device expiration date from 30-sep-2017 to 16-sep-2018. Device manufactured date from 29-apr-2016 to 06-apr-2017. Device evaluated by MFR.: returned product consisted of an eluvia self-expanding stent delivery system (sds) with a .018 guidewire frozen in the device. The outer sheath, mid-shaft and the remainder of the device was checked for damage. Visual examination showed a kink at the nosecone. The outer sheath also showed buckling approximately 29, 45, 51.5 and 55.5cm from the nosecone. The guidewire was sticking out of the distal end approximately 38cm from the tip. The guidewire was sticking out of the proximal end approximately 102.5cm. The mid-shaft showed no damage. The stent was partially deployed approximately 6mm from the markerband. The pull handle was loose in the device. The handle was separated to inspect for additional damage. It was noticed that the retainer clip was pulled off of the pull rack. There was also damage on the teeth of the pull rack. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. The eluvia device dfu recommends a stiff .035 guidewire of appropriate length. In this case a .018 guidewire was used which may have led to the deployment issues. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07249. It was reported that partial stent deployment, stent elongation, stent fracture, and delivery system removal difficulty occurred. The 100% stenosed target lesion was located in the highly tortuous and mildly calcified superficial femoral artery (sfa). The bifurcation was noted to be very tortuous. Following pre-dilation, a 7x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced contralateral over a .018 non-bsc guide wire and stent deployment was initiated. After approximately 2cm of the stent was deployed, a strong resistance was felt with the deployment mechanism. The physician pulled back on the delivery system with resistance resulting in the stent elongating and approximately 1/3 of the stent fracturing in the proximal sfa. A non-bsc stent was used to fix the fractured eluvia stent in the anatomy. The physician then changed the guide wire to a .035 non-bsc guide wire and another 7x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced to the sfa and stent deployment initiated. After approximately 1/3 of the stent was deployed, a strong resistance was felt with the deployment mechanism and the handle broke. The physician pulled back on the delivery system with resistance resulting in the stent elongating and approximately 5cm of the stent fracturing in the sfa. A non-bsc stent was used to fix the fractured eluvia stent in the anatomy. The procedure was completed with a different device. There were no further patient complications and the patient condition was reported as good.